Event description:
Additional information reported that the drug in the patient's pump was unknown baclofen. The cause of the event was due to the patient experiencing pain around the pump. There were no pump, catheter, programming, or drug issues. No interventions were performed, except for the explantation of the device and catheter. The patient was not hospitalized due to the issue, and there was no injury to the patient.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt went from being ambulatory to wheelchair bound. The pt believed that the hcp caused "nerve damage some how", which caused a burning sensation when the left shin was touched. The pt had a three week stay in the hospital after implant. It was also reported that the pt did not feel that the baclofen was providing therapeutic effect. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Event description:
The pump was removed.